Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there were intermittent occurrences of the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the customer reloaded the cartridge, that had 88.4 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 202 mg/dl.